Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The diabetes nurse reported via phone call that she was starting the patient on the insulin pump and a critical pump error alarm occurred. They are unable to get the device to work. The nurse removed the battery but the alarm could not be cleared. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump gave a critical open book error and error due to faulty force sensor. The insulin pump was received with cracked case at reservoir tube lip, cracked battery tube threads and minor scratched lcd window.